Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx3.25mm wolverine coronary cutting balloon was selected for treatment. During the procedure, at first inflation, it was noted that the balloon ruptured at 5 atmospheres for about 2 to 3 seconds. The device was removed without any problem using normal method. The procedure was completed with a different device. There were no patient complications, and the patient was in good condition after the procedure.